Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #922c17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the joint cover damaged, and with an ecr60w reload loaded on the device. The reload was received partially fired 1/16. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 922c17, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, c9dw6j, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. No additional information can be provided.